Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient's blood glucose level went low on (B)(6) 2024 and fell was taken to the emergency room with bg 45 mg/dl. The patient developed a fracture in the shoulder due to fall. No further information available.